Event description:
Right tmj implant 7/83, explanted 2/93. Removal foreign body granuloma; recontouring and insertion of metal fossa 3/95, symptoms: 1983 - present: deterioration of jaw bone, fibromyalgia, facial pain, sinus pain, arthritis, inflammation of "heart joint," chronic fatigue syndrome, dizziness, immune deficiency, sensitivity to hot/cold air, enlarged thyroid gland, rheumatic fever, chronic pneumonia and bronchitis, headaches, migraines, sore throat, weakness of right side of face, shoulder and neck pain, sore right breast/arm area, and back surgery. (*)